Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07325. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure in 2007 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and ams monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat uterovaginal prolapse, cystocele, rectocele, and intrinsic sphincter deficiency. It was reported that the patient underwent a s/p da vinci tlh asc tvt cysto, thl/laparoscopic abdominal sacral-colpopexy, tension free tape placement, and a cystoscopy on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent a hysterectomy in 2008. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to eroded suture through the posterior bladder wall. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and ams monarc was implanted. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-07325 and medwatch 2210968-2013-26208. The same patient is represented in each medwatch.